Manufacturer narrative:
The technician found the head cylinder was bent, preventing the head section from lowering. He replaced the cylinder to repair the bed.

Event description:
Info received indicates the head section will not lower electrically or when using the CPR release.